Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'was displaying constant air in line error' was not reproduced. A review of the event history log (ehl) revealed occurrences of air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor is out of range. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed constant air in line error during preventative maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.